Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic davinci prostatectomy procedure, the staples did not close after the device was fired. All the staple had to be removed manually. Another device was used to complete the procedure. The patient has since been discharged. The account will not release the device. (B) (4).